Event description:
It was reported that on or about (B)(6) 2015 the patient had a spinal fusion of the l4 & l5. On or about (B)(6) 2015 the surgeon reported to the patient that the "cage" subsided and screws broke. Patient had a revision on (B)(6) 2017.

Manufacturer narrative:
According to the surgical notes, procedure was performed using ollif 12x32. This is not a stryker product and no reference to stryker product was observed. Upon review of all the documents, xrays and surgical notes, implant's failure post op was confirmed. However, no reference to stryker product was found. At this time, we have no indication that the patient had stryker spine products implanted in him. This information has been communicated to the patient had recommend calling his surgeon¿s office directly to try to get clarification on the implant(s) used so that the patient can follow up with the appropriate manufacturer. Conclusion: some of the plausible root cause of the reported event are: instantaneous load on active implant for 2 years, or patients post op activity as noted in one of the surgical notes. However the exact root cause cannot be confirmed.

Event description:
It was reported that on or about (B)(6) 2015 the patient had a spinal fusion of the l4 & l5. On or about (B)(6) 2015 the surgeon reported to the patient that the "cage" subsided and screws broke. Patient had a revision on (B)(6) 2017.